Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-feb-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 28-feb-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins). It was reported that the pt said they had to quit their job because of the spinal cord stimulator (scs). Pt states due to mopping and twisting at their job they had pulled the wire out the first time. On april 29th patient (pt) reiterated that they had this same issue back in nov. And the "wires migrated out." Pt said they no longer work and have been sitting on their butt so they haven't done anything to cause that issue again. [See 709072711 for omitted wireless recharger issues].